Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by unstable angina and mi. During index procedure a resolute onyx des was implanted in the patient's graft r-pda. Approximately one day post index procedure, the patient experienced evolving nstemi in a non target vessel. The patient received pci to saphenous vein graft to r-pda. The patient is recovering. The investigator assessed the event as not related to the device or the antiplatelet medication. The sponsor assessed that the event was possibly related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
Additional information: event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as no event and commented the mi preceded the enrollment. The pci procedure the patient received to saphenous vein graft to r-pda was during the index procedure. If information is provided in the future, a supplemental report will be issued.